Event description:
It was reported via repair work order that there was potential bio-contamination hazard due to blood found inside of the blood/fluid warmer unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was potential bio-contamination hazard due to blood found inside of the blood/fluid warmer unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that blood was found inside the unit upon being returned for service. This failure mode is not likely to cause or contribute to serious injury/death as the fluid warmer is under positive pressure to prevent cross contamination.